Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with a leadless pacemaker and subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced inappropriate shocks. Upon review, it was noted that the patient received a shock and reported severe dizziness and near syncope, though no chest pain was noted. The patient did not seek emergency care and felt well the following morning, sending a transmission to the cardiology office. On march, the patient received another shock, preceded by palpitations and dizziness. Post-shock, the patient reported residual chest pain and presented to the emergency room (ER), where he was admitted for observation on (B)(6). Device interrogation revealed the shocks were inappropriate due to oversensing. Reprogramming efforts were performed and the patient was discharged. Currently, this product remains in service and no additional adverse patient effects were reported.